Event description:
It was reported that 2-3 hours after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The lesions being treated were a left anterior descending (lad) lesion and a circumflex (cx) lesion. The physician predilated the cx with a 2.5 mm x 9 mm maverick2 balloon at 18 atms and then successfully deployed the taxus express2 2.5 mm x 20 mm stent. The physician then post dilated the cx taxus stent with a 3.0 mm x 9 mm maverick2 at 12 atms. The final result was the stent was well positioned and apposed. The physician then predilated the lad with a 2.5 mm x 9 mm maverick2 at 18 atms and then successfully deployed the taxus express2 8.8% 2.5 mm x 16 mm stent. IV bivalirudin was administered during the procedure. The pt did not have any aspirin, but was given 300 mg plavix after the procedure. Roughly, 2-3 hours post procedure the pt complained of chest pain and exhibited EKG changes. Pt was brought back to the cath lab where repeat angiography revealed both stents had thrombosed. The physician used percusurge within the cx stent and then balloon dilated within the stent with a 3.0 mm x 9 mm maverick2. The physician then used the same balloon to dilate within the lad stent. The final result revealed good flow through the stents. The pt was on an IV 2b3a drip and was given aspirin. The pt's condition is listed as good. Same case as MFR# 6000089-2004-00593.